Event description:
A user facility reported to olympus that the output connector socket was damaged. The problem, as reported to olympus, was identified during a procedure. The intended procedure was completed using the same device. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The evaluation found a worn socket slider switch, causing intermittent use of high intensity mode; dents to the front panel, scratches on the top cover, a non-olympus lamp with light output measured out of range; a fingerprint was noted on the lamp lens; an old version main switch needing upgrade. The investigation is ongoing and the conclusive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the output connector being broken and unable to be connected could not be identified. Olympus will continue to monitor field performance for this device.